Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences japan affiliate, the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia valve in the native aortic position. Immediately post valve implant, moderate to severe central ar (aortic regurgitation) was observed. A tee (transesophageal echocardiogram) revealed that the leaflet at the ncc (non-coronary cusp) side was sagging, compared to the other leaflets, and therefore improper leaflet coaptation was suspected. The operator touched the leaflet by wire or pigtail, but the level of ar was unchanged. The patient's blood pressure then dropped and pericardial effusion increased. A drainage was executed and bloody fluid was observed. While the effusion was resolved and blood pressure recovered, the ar worsened. As there was risk of cerebral ischemia, the procedure was closed to monitor the patient. Later that day, the patient was extubated and there was no neurological complications.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, health effect - impact code, device code(s), type of investigation, investigation findings and investigation conclusions have been updated. Additions to sections h6: component code, health effect - impact code, device code(s) and type of investigation. Corrections to sections investigation findings and investigation conclusions. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the tvr procedure include significant transcatheter heart valve oversizing, severely obliterated sinuses of valsalva, porcelain aorta, and/or presence of bulky calcification and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve (all models) relies on valve calcium to securely anchor to the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a significant impact on the patient's symptoms. In tvr patients, it may be caused by guidewire perforations or annular ruptures. In transapical patients, postoperative pericardial effusions are common, most will resolve spontaneously, and some may require intervention. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. It is possible that procedural factors (perforation by the tpm lead) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided and revealed the distal tip of the sheath was torn radially. Per the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events are anticipated risks of the transcatheter heart valve procedure; additional assessment of these events is not required at this time. The complaints of improper leaflet coaptation and deployed valve exhibits central regurgitation were unable to be confirmed due to unavailability of relevant imagery and/or medical report. There are multiple patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet, including malposition of the valve, impingement of a leaflet due to the calcification, improper expansion and post-dilation of the implanted valve. All these factors have the potential to contribute to suboptimal coaptation of the valve leaflets. Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, over inflation/post-dilation and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In this case, improper leaflet coaptation (specifically, the leaflet at the ncc side) was suspected. Due to improper leaflet coaptation, the normal function of the leaflet is impacted, leading to central regurgitation, as reported. As such, available information suggests that patient factors (improper leaflet coaptation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.